Event description:
Unsolicited communication: pt reported having two defective cassettes (from weekly shipment for premixed cassettes delivered on 05/26/2022). Unknown what is wrong with cassettes; not reported. Did the reported product fault occur while in use with a patient? No did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? No; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved; lot number: unknown. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Reported (B)(6) by pt/caregiver.